Event description:
It was reported that lead migrated. The patient underwent spinal cord stimulation (scs) revision procedure.

Manufacturer narrative:
Block d2b: lgw, qrb additional suspect medical device component involved in the event: model number/catalog number: sc-1232 serial number: (B)(6) batch/lot number: 521088 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: ((B)(4) model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7077076 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(6) model number/catalog number: sc-4318 batch/lot number: 27571335 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: ((B)(6)